Event description:
It was reported that the target lesion was located in the calcified and moderately tortuous proximal obtuse marginal. Pre-dilatation was performed with an unspecified 1.5 x 12 mm balloon at 10 atmospheres (atm). The xience v 3.5 x 28 mm stent was deployed at 16 atm at the lesion site. However, a distal edge dissection occurred. A xience v 3.0 x 12 mm stent was implanted to cover the dissection. There was no adverse patient sequela. No additional information was provided.

Manufacturer narrative:
(B)(4). There were no reported product deficiencies and the device was not returned for analysis. The reported patient effect of dissection is listed in the xience v everolimus eluting coronary stent system instructions for use as a known patient effect of coronary stenting procedures. Although a conclusive cause for the reported patient effects and the relationship to the device if any cannot be determined, there is no indication of a product quality deficiency.